Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿clinic of hand surgery, gentofte hospital, university of copenhagen, denmark¿. The article can be found at http://dx.doi.org/10.1016/j.jhsa.2014.07.046. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿clinic of hand surgery, gentofte hospital, university of copenhagen, denmark¿. The title of this report is ¿wear particles and osteolysis in patients with total wrist arthroplasty¿, published on september 14, 2014, and can be found at http://dx.doi.org/10.1016/j.jhsa.2014.07.046. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 13 patients. The cases in this study range from september 2003 and april 2010. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced periprosthetic osteolysis under the radial component, carpal plate, around the screws and central peg.

Event description:
The manufacturer became aware of a literature published by the ¿clinic of hand surgery, gentofte hospital, university of copenhagen, denmark¿. The title of this report is ¿wear particles and osteolysis in patients with total wrist arthroplasty¿, published on september 14, 2014, and can be found at http://dx.doi.org/10.1016/j.jhsa.2014.07.046. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 13 patients. The cases in this study range from september 2003 and april 2010. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced periprosthetic osteolysis under the radial component, carpal plate, around the screws and central peg.

Manufacturer narrative:
Correction - h6 results and conclusion codes this complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of periprosthetic osteolysis under the radial component, carpal plate, around the screws and central peg could be confirmed, from the available radiographs in the literature. Through the available x-ray a formal medical opinion was sought and it was evaluated that osteolysis is clearly visible, on the contrary it does not mean there was a clinical consequence for the patient. It seems the patient also had a proximal carpal row resection for which placement of the device is not tested and is an off-label use. The operative technique clearly indicates: ¿indications for use ¿the re-motion implants are intended for replacement of the painful wrist joint due to rheumatoid arthritis, osteoarthritis, or post-traumatic arthritis. Contraindications ¿bone, musculature, tendons, or adjacent soft tissue compromised by disease, infection, or prior implantation, which cannot provide adequate support or fixation for the prosthesis.¿ based on the above statements and medical expert opinion primary root cause can be attributed to as user related factor. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.